Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure, the lens did not advance and inner device was bent or curved to prevent lens from being implanted. Additional information has been received that there was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., d.10., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. The device was returned loose in the product carton. The lock-out assembly has been removed. Insufficient amount of ovd observed in the device - no ovd observed past the lens. The plunger has been advanced to mid nozzle and is advanced under the iol, the plunger is also bent into an s shape. The iol is advanced into the nozzle entry and is mangled. Plunger underride was observed. The root cause may be related to failure to follow the (instructions for use) IFU. Inadequate viscoelastic was observed in the device. The IFU instructs: fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. The most likely cause of the bent plunger is that a lens became stuck inside the device, preventing the plunger from moving freely through the nozzle. Continued force applied to the lever while the plunger was obstructed would have caused the plunger to deflect, eventually bending under the load. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).